Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an unknown error message and also powered off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began a month prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster) and reportedly continued with his usual dose of medication after the product issues occurred. According to the csr¿s documentation as a result of the alleged meter issues, the patient reportedly developed a symptom of sweating at an unknown date/time afterwards; however, the patient denied receiving any form of medical intervention after the alleged issues began. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.